Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for rsd/causalgia and complex regional pain syndrome. It was reported the patient can¿t have x-rays because the last time the patient had an MRI, they walked into the room and stimulation went through their left leg (the device stimulates the left leg), back up and ¿done something to my brain like it gave me a charge and it just shut off.¿ the patient mentioned the doctor threw them in a chair and wheeled them out. The patient confirmed the MRI was unrelated to the device/therapy and stated they were having shoulder problems that were also unrelated. The patient mentioned the device was replaced due to normal battery depletion. No further complications were reported.